Manufacturer narrative:
Report was confirmed by evaluation. Small cracks were identified in the bottom of the oil reservoir of the lubricant diffuser cartridge that allowed oil to leak out under pressure. The wall thickness of the oil reservoir was measured per established qc method and found to be below minimum specification. This decreased thickness allowed the cartridge to crack when pressurized, causing the oil from the lubricant cartridge to be atomized as visible mist or smoke. This may result in the potential for increased risk of infection if oil mist enters the sterile field, comes in contact with the pt wound site, and is left untreated. Labeling is provided in the legend pneumatic system IFU on page 4 instructing as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the pt from infection, per physician's discrection." Oil may also cause a slip hazard if oil collects on the floor of the operating room. No pt or user injuries occurred in this event.

Event description:
Oil mist sprayed out of lubricant/diffuser cartridge during use of legend system, setting off smoke alarm in operating room. There were no injuries or delays in surgery reported.